Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens removal. In a separate visit the lens was explanted.the cause of the event was unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Claim#(B)(4).